Event description:
This report address the issue of air in line. The customer contacted baxter's technical service center to report a check patient line alarm found on the home choice (hc) device during initial drain. The baxter technical representative (tsr) assisted the home patient (hp) to close and open the transfer set and check the patient line. The hp stated that there was air in the patient line. The tsr explained that the air may prevent the hp from draining. The tsr had the hp cycle power, the drain volume =24 ml. The tsr had the hp end therapy and instructed to start over with new supplies. The hp stated that he will do the therapy the next day, he had already missed the therapy the previous night. The tsr instructed the hp to contact the hospital regarding the any missed therapy and the issue air in line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).the reported issue of air in tubing was not confirmed and cause was undetermined as the smaple was not returned to baxter for evaluation.